Event description:
It is reported that the device was explanted in 2008. Reason for revision is unk. Exact implant date is unk. Device was implanted 20 years ago. Upon removal of implants it was noted that the tibial baseplate and articular surface were fractured and the femoral component was worn. Black debris was removed from the knee.

Manufacturer narrative:
Evaluation summary: the product was not returned. X-rays are not available for review. The item and lot numbers are also unk. Photographs of the devices were included. The photographs depict extensive wear and fracture of the polyethylene articular surface and the tibial tray component and extensive black discoloration of the periprosthetic tissue. This black discoloration is consistent with metallosis. Metallosis refers to the presence of metal particles in tissue, which are created by abrasion of the metal implants, typically due to failure of the interposing articular surface. It is confirmed that the articular surface and worn through exposing the underlying tibial tray to abrasion against the femoral component. Device had been implanted 20 years. The wear of the articular surface is consistent with the duration of implantation. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.